Manufacturer narrative:
The insulin pump had alarmed button error after boot up and intermittent button response on the esc button due to moisture damage on keypad traces noted. The device had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, and shifted end cap sticker.

Event description:
Customer reported via phone call, the insulin pump had alarmed button error. Customer's blood glucose was unknown. Customer stated the device was tucked in her bra, and it had been there for several hours then the alarm occurred. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.